Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a bad angle. There was no patient harm associated with this event. The device was returned and evaluated, and it was found the nozzle had foreign material. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition, foreign objects were found to be clogging the nozzle; this had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. There was no delay in the start of pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle was cleaned with lint-free cloths/brushes/sponges. According to the customer, it is unknown when the foreign material adhered to the nozzle, and if the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value and the play of up/down knob is out of the standard value; due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value; adhesive on bending section cover has a chip, connecting tube has a dent; objective lens, connecting tube, switch (sw) 1, and control unit had discoloration. The following were scratched: plastic distal end cover, scope connector cover unit, switch box, suction connector, universal cord, grip, scope cover, and the scratch on the objective lens had image with partially dark area. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.